Manufacturer narrative:
(B)(4). Date of initial report : 01/28/2016. Date of follow-up report: 03/10/2016. One used lf1520 was received, and evaluation of the returned sample could not confirm the reported complaint. Visual inspection of the used device found no anomalies. Mechanical testing confirmed that the jaws opened and closed normally using the handle. The product also opened and closed without difficulty when clamped on tissue bundles. The investigation found the device to function normally and within specifications. A review of the device history records for this lot found no irregularities, and no trend is associated with this issue.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device was difficult to open after activation during an lar procedure. Additional resection was necessary in order to remove the device. There was no tissue damage, no bleeding and no injury to the patient.